Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The unit received with the mayfield 2 lock has up and down movement and the teeth are grinding when rotated. General maintenance and cleaning is also required. Root cause: the reported complaint was confirmed via inspection of the unit. Based on evaluation findings, the root cause was determined to most likely be the need for regular cleaning and maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) has no click when locking and the unit could come out of the lock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.